Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported that when the pruitt f3 was inserted and installed, a hole was found in it, making it impossible to use. The material was unique, therefore doctor needed to change his technique to complete the procedure. Device was not in direct contact with the patient. No injury was reported to the patient.